Event description:
A female pt contacted lifecor customer support to report that the outlet where the battery charger is plugged into blew a fuse. She stated that the battery charger is no longer charging the battery packs. Support sent the pt a replacement battery charger.

Manufacturer narrative:
Device eval summary: device eval of the battery charger has been completed. The reported problem was reproduced. The cause of the charger problem was a corroded connector on the battery charger. The root cause of the corroded charger connector was probably liquid spilled into the well of the battery charger. The connector was changed and the battery charger still would not work properly. U13, a supervisory ic chip, was shorted to the battery connector. Pin #5 was shorted to the +12v of the battery pin. The battery charger was repaired, retested and restocked. No adverse event resulted from the damaged charger. The pt received replacement charger.